Event description:
Facility reported: crna was extubating pt as pt was waking up in pacu. The et tube broke in two during extubation. Pt had bite block in their mouth. Distal end of tube was removed from pt's mouth using forceps.